Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on 07-jul-2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) placed in (B)(6) 2010. On or about (B)(6) 2010, plaintiff contacted her physician to discuss birth control options, and underwent the essure procedure. Immediately after the procedure, she began experiencing severe pain, irregular bleeding, blood clots, cold sweats, severe menstrual cramping, nausea and dyspareunia. On or about (B)(6) 2011, her physician determined that she needed ovarian cyst removal surgery. During the surgery it was discovered that the essure device had perforated her left fallopian tube. Physician told her that she needed a hysterectomy to correct the issue. On or about (B)(6) 2012, plaintiff underwent a full hysterectomy to remove the essure device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding / blood clots (interpreted as genital bleeding). She also underwent ovarian cyst surgery, during which it was discovered that essure device had perforated her left fallopian tube. Approximately 2 years after essure insertion, she underwent full hysterectomy to remove the device. These events are listed in the reference safety information for essure, except for ovarian cyst which is unlisted. After essure insertion, genital bleeding may occur. Given the nature of the event irregular bleeding / blood clots, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event ovarian cyst was assessed as unrelated to essure, given its nature and considering the local effect of essure in the fallopian tubes. In the present case, the exact date and mechanism of the fallopian tube perforation were unknown. During surgery, approximately 3 months after essure insertion, it was discovered that the essure device had perforated her left fallopian tube. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Follow up information was received on 05-aug-2016: this adverse event report is related to a product technical complaint (ptc). The bayer reference number for the ptc report is: (B)(4). Quality-safety evaluation: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. No specific quality issue was defined, therefore no meddra llt can be provided. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported. A batch investigation with respect to similar ae cases is not applicable. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had irregular bleeding / blood clots (interpreted as genital bleeding). She also underwent ovarian cyst surgery, during which it was discovered that essure device had perforated her left fallopian tube. Approximately 2 years after essure insertion, she underwent full hysterectomy to remove the device. These events are listed in the reference safety information for essure, except for ovarian cyst which is unlisted. After essure insertion, genital bleeding may occur. Given the nature of the event irregular bleeding / blood clots, positive temporal relationship and lack of alternative explanation, a causal relationship with essure cannot be excluded. Event ovarian cyst was assessed as unrelated to essure, given its nature and considering the local effect of essure in the fallopian tubes. In the present case, the exact date and mechanism of the fallopian tube perforation were unknown. During surgery, approximately 3 months after essure insertion, it was discovered that the essure device had perforated her left fallopian tube. Given the nature of this event, a causal relationship with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since device removal was required. According to the product technical analysis, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.